Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl at the time of the incident and sensor glucose was 79 mg/dl. The customer¿s blood glucose level was 170 to 180 mg/dl, 115 mg/dl and sensor glucose was 50 mg/dl, 250 mg/dl, 260 mg/dl. Mg/dl. The insulin pump will be returned for analysis.